Event description:
It was reported that a homechoice disposable set with cassette leaked at its connection with a transfer set. The patient was connected at the time of the event. This occurred during the initial drain of peritoneal dialysis therapy on the homechoice machine. The technical service representative assisted the patient with ending therapy and advised the patient to start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.